Event description:
It was reported the lens was removed and replaced without complication due to dysphotopsia. No patient injury.

Manufacturer narrative:
The diopter of the intraocular lens was measured and confirmed to be correct as labeled. While we were unable to determine the cause of this adverse event our investigation reasonably suggests it is not manufacturing related.

Manufacturer narrative:
The iol has been received but not yet analyzed. The device met all manufacturing specifications prior to release. No other complaints for product manufactured in this lot have been received. The investigation will continue at the manufacturing site.

Event description:
The account stated that the architect analyzer generated an elevated b-hcg result of 5803.77 miu/ml. The sample was repeated in duplicate. Both results were <1.20 miu/ml. There was no report of impact to patient management.